Event description:
REPORTED VIA CLINICAL STUDY. IT WAS REPORTED THAT THE PATIENT EXPERIENCED A CEREBRAL VASCULAR ACCIDENT AND DEVICE LEAK OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED. A WATCHMAN ACCESS SYSTEM (WAS) AND A 31MM WATCHMAN FLX PRO LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WERE SELECTED TO BE USED. THE PROCEDURE WAS SUCCESSFULLY COMPLETED WITH THE CLOSURE DEVICE IMPLANTED IN THE LAA OF THE PATIENT. THERE WERE NO PATIENT COMPLICATIONS THAT WERE REPORTED TO HAVE OCCURRED. SIX (6) MONTHS POST PROCEDURE THE PATIENT WAS ADMITTED TO THE HOSPITAL WITH LEFT-SIDED WEAKNESS, SLURRED SPEECH, AND FACIAL DROOP. THE PATIENT WAS DIAGNOSED WITH AN ACUTE RIGHT MIDDLE CEREBRAL ARTERY STROKE. MAGNETIC RESONANCE IMAGING (MRI) SHOWED MULTIPLE AREAS OF ACUTE INFARCT LIKELY EMBOLIC IN NATURE. TRANSESOPHAGEAL ECHOCARDIOGRAM (TEE) AND TRANSTHORACIC ECHOCARDIOGRAM (TTE) IMAGING SHOWED PARTIAL OCCLUSION OF THE CLOSURE DEVICE WITH A SMALL POCKET OF FLOW. THE PATIENT WAS RESTARTED ON ELIQUIS. THE PATIENT HAD SOME IMPROVEMENT IN THEIR STROKE SYMPTOMS, AND THEY WERE DISCHARGED HOME SIX (6) DAYS LATER WITH HOME HEALTH AND PHYSICAL THERAPY. THERE WERE NO OTHER COMPLICATIONS THAT WERE REPORTED TO HAVE OCCURRED.

Event description:
REPORTED VIA CLINICAL STUDY, IT WAS REPORTED THAT THE PATIENT EXPERIENCED A CEREBRAL VASCULAR ACCIDENT AND DEVICE LEAK OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED. A WATCHMAN ACCESS SYSTEM (WAS) AND A 31 MM WATCHMAN FLX PRO LAA CLOSURE DEVICE AND DELIVERY SYSTEM (WDS) WERE SELECTED TO BE USED. THE PROCEDURE WAS SUCCESSFULLY COMPLETED WITH THE CLOSURE DEVICE IMPLANTED IN THE LAA OF THE PATIENT. THERE WERE NO PATIENT COMPLICATIONS THAT WERE REPORTED TO HAVE OCCURRED. SIX (6) MONTHS POST PROCEDURE THE PATIENT WAS ADMITTED TO THE HOSPITAL WITH LEFT-SIDED WEAKNESS, SLURRED SPEECH, AND FACIAL DROOP. THE PATIENT WAS DIAGNOSED WITH AN ACUTE RIGHT MIDDLE CEREBRAL ARTERY STROKE. MAGNETIC RESONANCE IMAGING (MRI) SHOWED MULTIPLE AREAS OF ACUTE INFARCT LIKELY EMBOLIC IN NATURE. TRANSESOPHAGEAL ECHOCARDIOGRAM (TEE) AND TRANSTHORACIC ECHOCARDIOGRAM (TTE) IMAGING SHOWED PARTIAL OCCLUSION OF THE CLOSURE DEVICE WITH A SMALL POCKET OF FLOW. THE PATIENT WAS RESTARTED ON ELIQUIS. THE PATIENT HAD SOME IMPROVEMENT IN THEIR STROKE SYMPTOMS, AND THEY WERE DISCHARGED HOME SIX (6) DAYS LATER WITH HOME HEALTH AND PHYSICAL THERAPY. THERE WERE NO OTHER COMPLICATIONS THAT WERE REPORTED TO HAVE OCCURRED. IT WAS FURTHER REPORTED THAT FIVE (5) MONTHS LATER THE PATIENT DIED OF AN UNKNOWN CAUSE.

Manufacturer narrative:
B2: UPDATED TO INCLUDE DEATH AND DATE OF DEATH. B5: UPDATED WITH ADDITIONAL INFORMATION RECEIVED. H1: UPDATED TO DEATH REPORT. H6 IMPACT CODES: UPDATED TO INCLUDE DEATH.

Event description:
REPORTED VIA CLINICAL STUDY:It was reported that the patient experienced a cerebral vascular accident and device leak occurred.A left atrial appendage (LAA) closure procedure was being performed. A WATCHMAN Access System (WAS) and a 31mm WATCHMAN FLX Pro LAA Closure Device & Delivery System (WDS) were selected to be used. The procedure was successfully completed with the closure device implanted in the LAA of the patient. There were no patient complications that were reported to have occurred.Six (6) months post procedure the patient was admitted to the hospital with left-sided weakness, slurred speech, and facial droop. The patient was diagnosed with an Acute Right Middle Cerebral Artery Stroke. Magnetic resonance imaging (MRI) showed multiple areas of acute infarct likely embolic in nature. Transesophageal Echocardiogram (TEE) and Transthoracic echocardiogram (TTE) imaging showed partial occlusion of the closure device with a small pocket of flow. The patient was restarted on Eliquis. The patient had some improvement in their stroke symptoms, and they were discharged home six (6) days later with home health and physical therapy. There were no other complications that were reported to have occurred.It was further reported that five (5) months later the patient died of an unknown cause.

Manufacturer narrative:
H6 IMPACT CODES: F18 REHABILITATION CODE ADDED.

Event description:
REPORTED VIA CLINICAL STUDY. IT WAS REPORTED THAT THE PATIENT EXPERIENCED A CEREBRAL VASCULAR ACCIDENT AND DEVICE LEAK OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED. A WATCHMAN ACCESS SYSTEM (WAS) AND A 31MM WATCHMAN FLX PRO LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WERE SELECTED TO BE USED. THE PROCEDURE WAS SUCCESSFULLY COMPLETED WITH THE CLOSURE DEVICE IMPLANTED IN THE LAA OF THE PATIENT. THERE WERE NO PATIENT COMPLICATIONS THAT WERE REPORTED TO HAVE OCCURRED. SIX (6) MONTHS POST PROCEDURE THE PATIENT WAS ADMITTED TO THE HOSPITAL WITH LEFT-SIDED WEAKNESS, SLURRED SPEECH, AND FACIAL DROOP. THE PATIENT WAS DIAGNOSED WITH AN ACUTE RIGHT MIDDLE CEREBRAL ARTERY STROKE. MAGNETIC RESONANCE IMAGING (MRI) SHOWED MULTIPLE AREAS OF ACUTE INFARCT LIKELY EMBOLIC IN NATURE. TRANSESOPHAGEAL ECHOCARDIOGRAM (TEE) AND TRANSTHORACIC ECHOCARDIOGRAM (TTE) IMAGING SHOWED PARTIAL OCCLUSION OF THE CLOSURE DEVICE WITH A SMALL POCKET OF FLOW. THE PATIENT WAS RESTARTED ON ELIQUIS. THE PATIENT HAD SOME IMPROVEMENT IN THEIR STROKE SYMPTOMS, AND THEY WERE DISCHARGED HOME SIX (6) DAYS LATER WITH HOME HEALTH AND PHYSICAL THERAPY. THERE WERE NO OTHER COMPLICATIONS THAT WERE REPORTED TO HAVE OCCURRED.

Manufacturer narrative:
WITH ALL THE AVAILABLE INFORMATION, BOSTON SCIENTIFIC (BSC) CONCLUDES: DEVICE TECHNICAL ANALYSIS. THE WATCHMAN FLX? PRO REMAINS IMPLANTED; THEREFORE, RETURNED DEVICE ANALYSIS COULD NOT BE COMPLETED. DEVICE HISTORY RECORD REVIEW. A REVIEW WAS COMPLETED OF THE DEVICE HISTORY RECORDS (DHR) FOR THE WATCHMAN FLX? PRO, PART # M635WU60310 BATCH # 0036187654. THE DEVICE WAS PROCESSED THROUGH ALL NORMAL OPERATIONAL CONDITIONS AND PASSED ALL ACCEPTANCE ACTIVITIES. THE DHR REVIEW DID NOT IDENTIFY ANY DEVIATIONS OR NON-CONFORMANCES THAT COULD HAVE CONTRIBUTED TO THE EVENT. LABELING REVIEW. THERE WAS NO EVIDENCE TO SUGGEST THAT THE DEVICE WAS USED IN A MANNER INCONSISTENT WITH THE LABELING. WATCHMAN FLX? PRO INSTRUCTIONS FOR USE (IFU) LISTS POTENTIAL COMPLICATIONS, RISKS AND ADVERSE EVENTS THAT MAY BE ASSOCIATED WITH THE USE OF THIS DEVICE WHICH INCLUDE IMPLANT DID NOT SEAL AND CEREBRAL VASCULAR ACCIDENT (CVA) (WEAKNESS, DYSPHASIA, FACIAL PARALYSIS) (HOSPITALIZATION, IMAGING AND MEDICATION REQUIRED, REHABILITATION). RISK REVIEW. A RISK REVIEW WAS COMPLETED AND CONFIRMED THAT THE EVENTS OF IMPLANT DID NOT SEAL AND CEREBRAL VASCULAR ACCIDENT (CVA) (WEAKNESS, DYSPHASIA, FACIAL PARALYSIS) WERE DEFINED IN THE RISK DOCUMENTATION. THESE EVENT TYPES HAVE BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. INVESTIGATION CONCLUSION. BASED ON A THOROUGH REVIEW OF THE REPORTED COMPLAINT, BOSTON SCIENTIFIC HAS ASSIGNED AN INVESTIGATION CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE.

Event description:
REPORTED VIA CLINICAL STUDY. IT WAS REPORTED THAT THE PATIENT EXPERIENCED A CEREBRAL VASCULAR ACCIDENT AND DEVICE LEAK OCCURRED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED. A WATCHMAN ACCESS SYSTEM (WAS) AND A 31MM WATCHMAN FLX PRO LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WERE SELECTED TO BE USED. THE PROCEDURE WAS SUCCESSFULLY COMPLETED WITH THE CLOSURE DEVICE IMPLANTED IN THE LAA OF THE PATIENT. THERE WERE NO PATIENT COMPLICATIONS THAT WERE REPORTED TO HAVE OCCURRED. SIX (6) MONTHS POST PROCEDURE THE PATIENT WAS ADMITTED TO THE HOSPITAL WITH LEFT-SIDED WEAKNESS, SLURRED SPEECH, AND FACIAL DROOP. THE PATIENT WAS DIAGNOSED WITH AN ACUTE RIGHT MIDDLE CEREBRAL ARTERY STROKE. MAGNETIC RESONANCE IMAGING (MRI) SHOWED MULTIPLE AREAS OF ACUTE INFARCT LIKELY EMBOLIC IN NATURE. TRANSESOPHAGEAL ECHOCARDIOGRAM (TEE) AND TRANSTHORACIC ECHOCARDIOGRAM (TTE) IMAGING SHOWED PARTIAL OCCLUSION OF THE CLOSURE DEVICE WITH A SMALL POCKET OF FLOW. THE PATIENT WAS RESTARTED ON ELIQUIS. THE PATIENT HAD SOME IMPROVEMENT IN THEIR STROKE SYMPTOMS, AND THEY WERE DISCHARGED HOME SIX (6) DAYS LATER WITH HOME HEALTH AND PHYSICAL THERAPY. THERE WERE NO OTHER COMPLICATIONS THAT WERE REPORTED TO HAVE OCCURRED.

Manufacturer narrative:
With all the available information, Boston Scientific (BSC) concludes:Device Technical Analysis:The WATCHMAN FLX? Pro remains implanted; therefore, returned device analysis could not be completed.Device History Record Review:A review was completed of the Device History Records (DHR) for the WATCHMAN FLX? Pro, Part # M635WU60310, Batch # 0036187654. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling Review:There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX? Pro Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Implant did not seal and stroke (Cerebral Vascular Accident (weakness, dysphasia, facial paralysis) and death.Risk Review:A Risk Review was completed and confirmed that the events of Implant did not seal and stroke (Cerebral Vascular Accident (weakness, dysphasia, facial paralysis) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause not Established.